Event description:
In 2005, the lay user/patient contacted lifescan and alleged that her one touch ultra meter was reading in the wrong unit of measurement (mmol/l instead of mg/dl). The medical affairs specialist was unable to reach the patient for additional information. A letter will be sent. The patient reported that about a month prior to calling lifescan, she required ambulance service and was hospitalized for 6 days. She could not remember the details of that week and she does not know if she had high or low results on the subject meter. She also did not recall what type of treatment she had received. However, she reported that the meter was in the wrong unit of measurement at the time. At the time of troubleshooting, it was verified that this was not a new product and that it was previously set in the correct unit of measurement. The patient was unable/unwilling to answer if she had recently changed the units of measurement in the meter settings. It is unclear at this time as to how long the subject meter was in the wrong unit of measurements and what results the patient was receiving. It is also not known if the patient had misinterpreted the results. There is no information regarding the events leading to the hospitalization (blood glucose results).

Event description:
In 05, the lay user/pt contacted lifescan and alleged that her one touch ultra meter was reading in the wrong unit of measurement (mmol/l instead of mg/dl). The medical affairs specialist was unable to reach the pt for additional information. A leter will be sent. The pt reported that about a month prior to calling lifescan, she required ambulance service and was hospitalized for 6 days. She could not remember the details of that week and she does not know if she had high or low results on the subject meter. She also did not recall what type of treatment she had received. However, she reported that the meter was in the wrong unit of measurement at the time. At the time of troubleshooting, it was verified that this was not a new product and that it was previously set in the correct unit of measurement. The pt was unable/unwilling to answer if she had recently changed the units of measurement in the meter settings. It is unclear at this time as to how long the subject meter was in the wrong unit of measurements and what results the patient was receiving. It is also not known if the pt had misinterpreted the results. There is no information regarding the events leading to the hospitalization (blood glucose results, symptoms, treatment, admitting diagnosis). This complaint is reported as an adverse event because although there is insufficient information, the meter was in the wrong unit of measurement at the time of concern and the pt claims to have required hospitalization and received treatment due to the meter being set to the incorrect units of measure. A replacement meter was sent to the lay user/patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report. Follow-up supplemental report #1: 12/15/2005: the initial MDR filed for this complaint did not have the full description of the event/problem in block b5. The supplemental report has the full documentation-please refer to block b-5. Follow up #2 /supplemental report text - 3/14/2006: the lay user/patient's meter involved in this case has been retruned and evaluated by lifescan product analysis and passed all testing with no faults found. Therefore, the user's complaint was not confirmed. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
On 12/3/05, the lay user/patient contacted lifescan and allegved that her one touch ultra meter was reading in the wrong unit of measurement (mmol/l instead of mg/dl). The medical affairs specialist was unable to reach the patient for additional information. A letter will be sent. The patient reported that about a month prior to calling lifescan, she required ambulance service and was hospitalized for 6 days. She could not remember the details of that week and she does not know if she had high or low results on the subject meter. She also did not recall what type of treatment she had received. However, she reported that the meter was in the wrong unit of measurement at the time. At the time of troubleshooting, it was verified that this was not a new product and that is was previously set in the correct unit of measurement. The patient was unable/unwilling to answer if she had recently changed the units of measurement in the meter settings. It is unclear at this time as to how long the subject meter was in the wrong unit of measurements and what results the patient was receiving. It is also not known if the patient had misinterpreted the results. There is no information regarding the events leading to the hospitalization (blood glucose results, symptoms, treatment, admitting diagnosis). This complaint is reported as an adverse event because although there is insufficient information, the meter was in the wrong unit of measurement at the time of concern and the patient claims to have required hospitalization and received treatment due to the meter being set to the incorrect units of measure. A replacement meter was sent to the lay user/patient.